Event description:
Facility staff stated that the casters when locked will still swivel around. No report of injury.

Manufacturer narrative:
Recommended that they replaced the casters. The account has not returned (B)(4) attempts to determine the resolution of the alleged malfunction.